Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the product was leaking before the procedure. There was no impact on the patient.

Manufacturer narrative:
The lot complaint history was reviewed, this is the (B)(4) complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root cause could be related to a manufacturing related issue; however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).